Event description:
The account alleged that while transferring the pt from the bed a laceration occurred to a staff member due to a sharp edge on the bed. No details given on the treatment of the laceration by the account.

Manufacturer narrative:
The technician investigated the incident and the account stated that the initial statement of the staff being injured was not correct, but it was a pt that was impacted. The account stated that a pt was being transported from a shower chair to the bed, and staff noticed a cut on the pt's leg and blood on the push handle. The technician found that the push handles were not sharp at all, but one push handle cover was loose and missing a push nut and the nut that was holding the push handle cover on was not a hill-rom nut. The other push handle cover was not a hill-rom push handle cover but some metal piece that someone manufactured and installed. The account notified their maintenance of the technician's findings. No further info is available on the repair of the bed at this time.